Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received three inappropriate shocks due to bigeminy being detected as vf due to very short intervals. Programming changes were made and patient has not suffered any more inappropriate therapy. It appears that an electrolyte imbalance had caused the rapid ectopy. The patient is well.